Event description:
It was reported to philips that the system was unable to acquire images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency procedure was performed when the issue happened. The procedure was less than 20 mins delay and completed after restarting the system. The remote service engineer (rse) reviewed the issue reported by the customer and confirmed the reported malfunction. To resolve the problem, onsite visit, field service engineer (fse) subsequently visited the site, performed system tests, and successfully recreated an image. After repairs were completed, the system was restored to normal working order. The codes were updated based on the investigation outcome.